Event description:
It was reported that the patient had stiffness in her left side, her foot was turning inward and down ¿even into her calf¿; it was hard to put on her brace. She had severe spasms that had gradually gotten worse over the last month. The patient had stomach soreness. The pump had moved around for about 6 months. X-rays had been taken and the patient was told that the pump was in the right place. The patient had pain and stiffness in her left side all along; the pump was supposed to take care of the pain and stiffness. The patient didn¿t have pain, but had severe spasms and the pump never really helped. It had never done anything to help her arm or upper side. The patient had botox and steroid shots down her arm and hand. The patient stated, ¿what I am experiencing is not necessarily with my pump my whole left side is turning to stone, it may or it may not¿. The patient wanted to get an MRI of her body to see if it was her pump or if it was something else. The patient¿s vital signs and blood work ¿came up perfect¿; her heart came up ¿fine¿. She ¿felt like what she imagined when people get polio¿; ¿like you¿re not going to be able to move¿. It was noted that the patient had just taken a valium. The patient was considering device removal, but stated that it was major surgery and she didn¿t know if would be better to just drain the pump and leave it. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial# (B)(4), implanted: (b)(5) 2011, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient was "not ever satisfied with various doses".